Event description:
It was reported that the patient began having increased drainage following posterolateral fusion using rhbmp-2/acs. A drain was left in for reportedly a "long time" following surgery. The patient was re-admitted to the hospital on post-op day 10 and a re-operation was performed due to concerns that the increased drainage might indicate infection. All cultures were negative. The patient is now reportedly fine, with no signs/sysmptoms of infection or increased drainage.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Therefore, we are unable to determine the cause of the event.